Manufacturer narrative:
Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
It was reported that the ventilator's navigation ring failed and was unable to make setting changes. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.